Event description:
Attorney reported: 2006- the patient underwent a hernia repair with placement of a non-recalled composix kugel mesh patch. The mesh patch failed and caused the patient to suffer numerous complications, including but not limited to, severe abdominal pain, extensive adhesions, nausea and recurrent hernia at the location of the mesh patch implant. In 2007- the patient underwent surgery with the explant of the composix kugel mesh patch. A recalled composix kugel mesh patch was placed to repair the recurrent hernia. The second mesh failed, causing the patient severe abdomen pain and is believed to require to be removed in the future.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the composix kugel mesh implanted in 2007 will be reported.